Event description:
An error message was reported with the adc device. Customer received an error 2 message on their meter and was unable to obtain readings. As a result, customer self-presented to the hospital where they received unspecified healthcare professional (hcp) treatment. No further treatment information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Reader (B)(6) was returned and investigated. Visual inspection has been performed and no issues were observed. A built-in reader test was performed and the test has been passed. No ER-2 message was observed. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device. Customer received an error 2 message on their meter and was unable to obtain readings. As a result, customer self-presented to the hospital where they received unspecified healthcare professional (hcp) treatment. No further treatment information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre reader were reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.